Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 44.0cm was returned for analysis. External insulation abrasion was noted at 11.9-12.3cm and 12.2-12.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.